Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65 year old male on an impella cp due to acute myocardial infarction. During support, there was an access site bleed causing the hemoglobin to drop from 14 to 9. One unit of blood was administered. The patient was weaned and survived.